Event description:
It was reported that the device perforated the uterus during a lap salpingo-oophorectomy. It was unknown how the case was completed and if there was any patient consequence. No device will be returned.